Manufacturer narrative:
Section 'device' information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), product type: lead; product ID: 977a260, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient¿s pain suddenly returned, and the patient started feeling stimulation in the flank. The patient suspected that the leads shifted and planned to get an x-ray to verify the lead placement. No further complications are anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 977a260 (B)(4) implanted: (B)(6)2017 product type lead product ID 977a260 (B)(6) implanted: (B)(6)2017 explanted: (B)(6)2019 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that an x-ray determined that the leads had migrated into the lumbar region. A full system replacement was performed by the hcp. No further complications were reported.